Manufacturer narrative:
Reported event of unable to interrogate was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal.

Event description:
It was reported that during the implant procedure, after capacitor testing and programming patient data into the device, prior to implanting, the interrogation terminated and the device was no longer able to be interrogated. The device was not implanted and was replaced to resolve the event. The patient was in stable condition.